Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 280 mg/dl. Customer stated that the pump was scrolling up on its own when they were trying to push up to do a temp basal. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
No button error alarm noted. Insulin pump had an intermittent up arrow button response due to corroded keypad trace. No unexpected numbers ramping/scrolling noted. Insulin pump had cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.